Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: - flipping: unable to observe through visual inspection as it is a physiological phenomenon. - crease / folding of implant: observed creases on device through visual inspection. No further actions are required as it is not related to the manufacturing process. - capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (deformation and crease) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported ¿rupture¿. Later healthcare professional reported "capsular contracture baker grade iii" and "flipped implant". Later healthcare reported "any creases". Singulair was provided. This record is for the right side. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported ¿rupture¿. This record is for an unknown side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.6b., h.6.

Event description:
Healthcare professional reported ¿rupture¿. Later healthcare professional reported "capsular contracture baker grade iii" and "flipped implant". Later healthcare reported "any creases". Singulair was provided. This record is for the right side. Device was explanted.

Event description:
Later healthcare professional reported "capsular contracture baker grade iii" and "flipped implant". This record is for the right side. Device remains implanted. Un-reporting rupture, hcp confirmed that event "rupture" is for the contralateral side.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade iii and malposition.